Event description:
A malfunction on the pump was reported by the caller. Blood glucose levels showed no adverse impact as they did not exceed 500 mg/dl (27.7 mmol/l). Customer technical support assisted the caller by providing information on resetting the pump, which was successful, and no further malfunctions occurred. The customer was advised to continue using the pump and to report back if any future issues arise.